Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. The customer reported that the alleged ventilator stopped working while connected to the patient and there was a smell of burning coming from the back of the screen. Patient was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).